Manufacturer narrative:
Vyaire file identification: pc-(B)(4). A vyaire field service representative(fsr) evaluated the device onsite and readjusted the power knob to manufacturer specifications. A zero pressure calibration was completed to factory specifications. The unit performed to meet all specifications during the performance check. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100a ventilator power will not go above 20 cmh2o (number of centimeters in height that the pressure of the air wil push a column of water to). At this time, there is no information regarding patient involvement associated with the reported event.